Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was reported to be driving, when he pulled over and was treated. The response buttons were pressed after the treatment was delivered. The patient remains at home and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home following the treatment and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): (B)(6) 2013 - reuse. Electrode belt sn (B)(4): (B)(6) 2014 - initial. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at htt://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.